Manufacturer narrative:
B5: lens was exchanged with a longer length lens. Problem was resolved. (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and blurred vision. Lens repositioned but problem was not resolved. Lens remains implanted. Cause of the event was reported as other; device failed to perform - "user selected smaller size than recommended by ocos".